Manufacturer narrative:
Insulin pump received with severely cracked and bleeding lcd glass. Unable to verify blank display due to lcd damage. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime and compromised force sensor system, excessive no delivery and displacement test or verify missing segment and partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer stated the time on the screen was not showing. Blood glucose level at the time of the incident was 237 mg/dl. During troubleshooting, the customer changed the battery but the display did not return to normal. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.